Event description:
During use on a patient, the nurse heard that the ventilator was giving fio2 alarm. When the nurse checked the ventilator, there was no gas flow from the breathing circuit. The patient was ambu bagged to preclude permanent injuries.